Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved a 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemolock¿ drip chamber, spiros® w/red cap, hanger which was received via a medwatch voluntary MDR report # mw5148558. The medwatch stated " chemolock drip chamber- the closed system transfer device ctsd, which keeps chemo from spilling out the end of the IV tubing came disconnected from the IV tubing allowing both chemotherapy to spill from the tubing and blood to leak out of the port site. This connector is made to not be able to remove from the IV tubing and was determined to have malfunctioned allowing it to separate from the tubing." There was patient involvement, however, harm was not reported as a consequence of this event.

Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. The DHR was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Lot history review was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.